Event description:
Caller (nurse) alleged discrepant results compared with doctor's point-of-care and the lab. Results as follows: date: (B)(6) 2011, inratio: 2.0, doctor's: 9.2, lab: 9.2. Pt's therapeutic range: 1.8-3.0 inr. On (B)(6) 2011, pt tested on inratio late morning then felt ill and went to the doctor's office in the afternoon. Pt tested on doctor's point-of-care device and received a 9.2 inr. Pt was retested about 5 times and obtained similar results around 9.2. Doctor sent pt for a lab draw and result was also 9.2 inr. Pt was not admitted to the hosp, but bruising did occur. Pt's coumadin was also stopped. Nurse realized that the strip lot used was expired and was still being used out in the field.

Manufacturer narrative:
Investigation pending.